Manufacturer narrative:
No definitive root cause was determined. The tiff/photographic images reviewed by the fe revealed the analyzer correctly interpreted the pt's results as negative. The customer's complaint was not verified. The customer was instructed to test several antibody-containing samples and monitor the reactivity and inform ocd hotline of any discordant results. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that the ortho provue analyzer reported false negative results. The visual inspection of the processed gel cards showed the reactions were positive. No erroneous test results were reported. False negative test results can lead to transfusion of incompatible blood.